Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of event. Reportedly, the customer reverted to manual injections for insulin therapy.